Event description:
Patient allowed post-op wound to get wet and remain wet, causing skin breakdown and inadequate coverage. Surgeon reports device did not fail. However, device was removed and replaced with external fixator. Patient is in good health.